Event description:
The customer reported a clear leak of approximately 100 ml from the left hand side of the coulter lh 750 hematology analyzer. The customer stated that the instrument was not recovering differential results and indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that the instrument did not generate any error codes or flags for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a diluent leak from the quick disconnect qd7 which became unlocked. The fse proceeded to lock the qd7 to resolve the leak and the differential recovery issues. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the event is attributed to an unlocked quick disconnect qd7; the instrument generated differential vote outs to alert the customer of an instrument issue. (B)(4).